Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient with a pacemaker was admitted to the hospital after a heavy fall. The patient broke their left arm and injured the left shoulder. Interrogation of the right atrial (rv) lead revealed loss of capture and noise, since (B)(6) 2022. The ra lead showed lead safety switch from bipolar to unipolar. X-ray imaging did not show any visible impairment of the electrodes. The ra lead was explanted, and a new ra lead was implanted. The device and leads were discarded and will not be returned.